Event description:
It was reported that the patient did not have a complete trial because the wires had to be cut after the third day. It was noted that the patient was in a lot of pain during the trial.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that impedance testing showed all were within normal limits. Multiple reprogramming was performed on multiple dates but patient was not satisfied with the results. No malfunctions were seen. If additional information is received, a follow up report will be sent.